Manufacturer narrative:
Attempts to retrieve additional information were unsuccessful. At this time there is no additional information available. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that following the implant procedure for this implantable right ventricular (rv) defibrillation lead this patient had a stroke. The boston scientific sales representative presented for the pre-discharge check the following day and was communicated the information.